Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the wake button was unresponsive, the pump battery was depleting quickly, and the touch screen is timing off before the screen timeout designated time. Customer's blood glucose level was 130 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.